Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device had no telemetry and no pacing output; no memory download could be performed. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. The battery was removed and sent for additional testing. Detailed analysis identified an internal battery short that resulted in the observed depletion and loss of pacing therapy while implanted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented for a routine device check. The device could not be interrogated and did not respond to a magnet. It was suspected the device battery had depleted prematurely. At the last follow-up six months ago, the remaining longevity was 1.5 years. The patient was in heart block with a rate of 45-50 bpm and reported they had felt some symptoms that they attributed to other life events (such as stress, quitting smoking/drinking, etc.). The device was explanted and replaced the following week. No additional adverse patient effects were reported.